Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4.2 was failed. The field service engineer found that the rails were damaged on the drawer 2.1 and 4.2. Fse repaired the middle divider to accommodate the new drawers before installing them to resolve the issue. After installation, the fse tested the drawer's using diagnostics and added the drawers to the storage space configuration. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer was having hardware failed message. The customer stated that this malfunction caused a delay of 5 to 30 minutes in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.